Manufacturer narrative:
An onsite evaluation of the thermogard xp ivtm console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of a noise on the roller pump was observed during visual inspection and functional testing. The root cause of the noise was due to wear and tear of the gears in the roller pump likely due to aging. The console is a reusable device and was manufactured on 19 november 2010. It has exceeded its expected serviceable life of five years and is over 9 years old. During functional testing, roller pump was observed with a noise. The roller pump was observed with damaged gears. During visual inspection, the roller pump was observed with damaged gears. After replacing the roller pump, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
During device check, the thermogard console (sn (B)(4)) was observed a noise in the roller pump and discontinued using the console. No patient involvement.